Event description:
The customer called to request assistance in clearing a battery alarm. Troubleshooting was performed. Ran a self test and the insulin pump passed the test. During the call, the customer stated that she was in a car accident earlier, and she had to go to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.